Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3708660, serial# (B)(4), implanted: (B)(6), explanted: (B)(6), product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6), explanted: (B)(6), product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient with an implanted neurostimulator (ins). It was reported that the patient developed an ins pocket infection and skin erosion resulting in explant of the ins and extensions. The hcp sent cultures of the surgical site from the pocket incision and lead/extension connector site incision on the skull to pathology. The hcp will attempt to implant new extensions and an ins once the patient is de-colonized from the pathogen. No further complications were reported as a result of this event.